Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose and hospitalization. Customer's blood glucose level was in the 50 mg/dl range. Customer went to the hospital on (B)(6)2017. Customer advised they have had multiple low blood glucose level incidents and lost weight since their hospitalization. Customer suffered a car accident, had a broken arm, bruised hip and bruised knee. Customer was discharged from the hospital at 1 am on (B)(6) 2017. Customer advised the insulin pump was removed in the emergency room and the battery was removed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08695 inches. Pump was monitored and no unexpected battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.